Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 3/27/2019. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and the reported condition was not confirmed. A visual and functional assessment was performed on the device which determined that it operated as intended and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that four kincise surgical impactor devices were leaking lubrication from several spots, including inside of the plastic housings. It was further reported that the lubrication was leaking onto the filters, and thus, contaminating and compromising them. It was not reported if the devices were used in surgery, or if there were patient involvement. It was reported that there were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. According to the reporter, the event was noticed on (B)(6) 2019. However, the events occurred from (B)(6) 2019. Therefore, the exact date of the events was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.